Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented due to dizziness. Further review noted this pacemaker had triggered a lead safety due to out of range impedances on the right ventricular (rv) lead. Noise was also observed and was being oversensed. There was a delay to atrial pacing, however, it was never greater than 2 seconds. The patient is dependent on atrial therapy. At this time, the rv lead has been surgically abandoned and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.